Event description:
It was reported that during device change out, externalized conductors were observed via cine. The lead was explanted.

Manufacturer narrative:
Internal insulation abrasion was noted at 9.6-10.2cm from the electrode tip. Externalized conductors due to internal insulation abrasion were noted at 11.1-13.9cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.